Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 6/3/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one open sample that pertain to product code vcp433. Upon visual inspection of the returned sample, an incorrect swage was found, since the swage mark was higher than usual. This caused the suture was detached from the needle. In addition, the suture was examined, and the insertion mark could not be observed. Based on the information currently available, the pulling off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. E1 initial reporter facility address: (B)(6) h6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in the surgery. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.